Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 170 ohms and increased pacing threshold measurements. There was no noise noted. The pacing impedance measurements were also increased, but not out of range. Troubleshooting options were discussed. No further testing was performed, and no actions/interventions had been performed. No adverse patient effects were reported. The lead remains in service.